Manufacturer narrative:
(B)(4). Concomitant medical products: item#:ep-189060; e1 vngd as tib brg 10x71 lot#: 454400, item#:141233; biomet cc cruciate tray 71mm; lot#: j6221493, item#:183070; vanguard cr por fmrl-lt 67.5 lot#: 774600. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05470 0001825034-2019-05471 0001825034-2019-05472

Event description:
Patient reported he underwent a left tka. Subsequently, patient stated he began experiencing pain and soreness approximately 1 and 1/2 years later. After therapy, the pain increased along with swelling and stiffness.

Event description:
It was reported patient began experiencing pain, swelling, stiffness, difficulty ambulating, decrease in activities of daily living, and loosening after undergoing an initial tka approximately 2.5 years ago.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI: (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient lacks in extension and has pain, swelling and stiffness. Patient has had multiple falls. Bone scan confirms tibial and femoral components are loose. Negative for infection. It was confirmed that the tibial and femoral components are loose and that the patient has limited range of motion, swelling and stiffness; however, we are unable to confirm pain. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.